Manufacturer narrative:
H6: device code a0501 is being used to capture the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an esg procedure on (B)(6) 2025. During the procedure, after placing 11 sutures, the anchor would not unload from the needle body. The suture then separated from the needle when the physician tried to cinch. As a result, the suture sequence had to be repeated. The procedure was completed with the original device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an esg procedure on (B)(6) 2025. During the procedure, after placing 11 sutures, the anchor would not unload from the needle body. The suture then separated from the needle when the physician tried to cinch. As a result, the suture sequence had to be repeated. The procedure was completed with the original device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block d4: product information updated based on additional information received on december 2, 2025. Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.